Event description:
The customer contact reported a separation. The tubing set was being used to deliver tpn. After an unspecified length of time in use, the patient noted the tubing had separated from the filter. It was reported the patient stopped the infusion. The following day, the tubing set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.